Manufacturer narrative:
The field service engineer (fse) found the instrument rinse levels were too high and adjusted them. The customer did not provide any qc data but stated qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. The customer provided discrepant results for 1 patient sample. The initial result was 3.6 mmol/l. The repeat on a different c701 module was 8.7 mmol/l. The questionable result for this 1 patient sample was not reported outside of the laboratory as the higher repeat result was believed to be correct. It is not known if the low results for other patient samples were reported outside of the laboratory. No other patient results were provided. The ca2 reagent lot number and expiration date were not provided.